Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated glucose readings after a clinic visit and discovered a bent cannula on an inset 23" infusion set, followed by difficulty achieving visible drops during press & hold priming despite multiple attempts and removal of an air bubble from the cartridge; insulin was later observed dripping from beneath the adhesive before a new infusion set was successfully primed and inserted, and insulin delivery was resumed. Symptoms included hyperglycemia. Outcomes included no hospitalization or injury. Investigation included customer service troubleshooting and user re-education on infusion set change, priming technique, and air bubble removal. Investigation of this case revealed an infusion set issue consistent with a bent cannula and possible occlusion or leakage under the adhesive, with contributing factors including air in the cartridge and unsuccessful priming. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.